Event description:
It was reported that a patient underwent a sling procedure on an undisclosed date. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation with concurrent procedure of total abdominal hysterectomy on (B)(6) 2009 due to stress urinary incontinence and symptomatic uterine fibroids. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent cystoscopy and urethrolysis with sling revision on (B)(6) 2011 due dyspareunia, dysuria, scarred sling and trigonitis. No additional information was provided. (B)(4) - urinary problems; bowel problems; recurrence; dyspareunia; dysuria; trigonitis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with radical abdominal hysterectomy due to symptomatic uterine fibroids and stress urinary incontinence. It was reported that the patient underwent urethrolysis with mesh revision on (B)(6) 2011 due to dyspareunia, dysuria and scarred mesh.